Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had sticky buttons, has to press buttons multiple times for buttons to respond, motor error alarms, plastic chips off when changing reservoirs, alarms had lost loudness. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated insulin pump screen had diminished battery life, batteries only last 4-5 days, rewind takes longer, insulin pump makes loud sounds when priming and rewinding, no insulin delivery alarms, back light was dim, rejected new batteries, cracks around reservoir compartment, scratches and cracks in battery cap, belt clip is broken off. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test due to blank display. Device received with moisture damage motor, vibrator and battery tube assembly. Device received with cracked battery tube threads. Cracked lcd window, cracked reservoir tube lip, broken belt clip slot and broken battery cap. The p-cap locks into the reservoir compartment properly.